Event description:
A bipap a30 device was returned to the service center. This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. There is no allegation of serious or permanent harm or injury. The device was not documented to be in patient use. During the evaluation of the device, the service technician observed a ventilator inoperative error code e088 (this error indicates that the device cannot be operated after three restarts). Due to the error, the printed circuit assembly (pca) will need to be replaced. Additionally, the device had dust/dirt contamination, and data identified additional unrelated error codes. These error codes were consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that the error codes contributed to or caused the reported event. The device will be scrapped at the customer's request; therefore, no additional repair information was provided.